Event description:
It was reported that the syndesmosis fixation kit was attempted for use on (B) (6) 2009 and the content was noted to be titanium and not stainless steel as labeled. Only the disposable items in the kit were used during the procedure and not the actual implant. There was no adverse outcome to the patient as a result.

Manufacturer narrative:
Recall notice was forwarded to the risk manager at the user facility on november 12, 2009.